Manufacturer narrative:
H3: the prosthesis wear reported may have been due to a combination of risk factors specified in the hhe, including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b3 (remove erroneous entry from initial report - revision date unknown), d7a, d8, f10 (remove erroneous entries-impact codes), g2. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had a left tha on (B)(6) 2015. The liner of the hip replacement has worn out far faster than expected. The patient was revised; date unknown. No other patient information/medical history reported.